Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited atrial channel oversensing of ventricular signals. Technical services (ts) discussed programming optimization. It was noted that the oversensing events were in post-ventricular atrial refractory period (pvarp) and there was no impact on pacing and sensing. This device remains in service. No adverse patient effects were reported.